Event description:
A report was rec'd from the field indicating that the rubber tip of two olympus flexible bronchoscopes blew apart; olympus model no. Lf-gp. One of the scopes was the loaner device (B) (4). The customer alleges that an asp rep informed them they could process all flexible scopes in the advanced cycle of the sterrad nx. Also, according to the customer, they were not aware that the tip of the device had to be enclosed in a cap during processing. The customer also indicated that the facility contacted the MFR of the device (olympus), and rec'd approval for this device to be processed in the sterrad units; they were not specific to the nx. It is unk if an instrument assessment was performed. The customer was referred to the sterility guide for assistance and advised to contact olympus for confirmation on clearance. Add'l info rec'd indicates that there was no break-off or flaking of the device. There was no injury to pts or healthcare workers. This report is applicable to the second device (loaner).

Manufacturer narrative:
(B) (4) damaged device. Add'l info rec'd from the customer indicates this device is a year old, and was used by the facility twice per month. The device has gone through only one cycle and has not been previously damaged. The customer indicated that the cleaning process used includes the use of a bronchoscope brush. The cleaning solution is unk. Rinsing is through reverse osmosis/water. The facility has not had changes to the cleaning process or in the products used for cleaning devices. Sterris has also been used as a sterilization or high level disinfecting modality at this facility. Photographs of a loaner damaged device will be submitted to asp. This is one of two 3500a reports being submitted for this product malfunction. Please reference MFR report number 2084725-2009-00396.